Manufacturer narrative:
UDI#: (B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of swelling, sore eye, "filler felt like it moved," hot and tender area, red area, hard nodule, granuloma, abscess, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Health professional reported 4 weeks after injection with two syringes of juvederm voluma xc in the malar region bilaterally, the pt experienced swelling and a sore eye and the filler felt like it had moved. The area is hot and tender and there is a hard nodule underneath the red area, the doctor thinks it could be an infection or granuloma or abscesses. The doctor advised the pt to get "antibiotics" as treatment. Injecting healthcare professional stated the pt was prescribed "antibiotics and steroids" by another physician; pt had improvement after treatment.